Manufacturer narrative:
(B)(4). The known cause of this alarm is use error, partial swap of supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (resume error, critical error found) alarm during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the nurse added a bag without ending therapy. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.